Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and noted that due to not receiving the product, he experienced a medical event. The customer initially reported on (B)(6) 2021, that due to exposure to moisture, the adc freestyle libre sensor fell off after a day of wear. A replacement sensor was ordered however, the customer called back on (B)(6) 2021 to report that due to a delivery issue involving the replacement product, he was unable to check his glucose level and experienced a loss of consciousness and seizure. The customer was unable to self-treat and received insulin (dose unknown) and water from a family member as treatment. No additional treatment was reported. There was no report of death or permanent injury associated with this event.